Event description:
It was reported the tube k2edta plh 13x75 4.0 plbl lav br experienced clotting/micro clots/fibrin clots and insufficient additive quantity. The clotting event occurred 100 times. The additive abnormality event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the samples are coagulating. Seven recollects with this tube, followed the collection and homogenization and actually coagulates."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality with the incident lot was not observed. From the photo evaluation it is possible to identify that between the tubes there is a difference of the amount of additive visible, although it is not possible to conclude if the there is a incorrect quantity since the label presence obstruct the complete vision of the tube area. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube k2edta plh 13x75 4.0 plbl lav br experienced clotting/micro clots/fibrin clots and insufficient additive quantity. The clotting event occurred 100 times. The additive abnormality event occurred 100 times. The following information was provided by the initial reporter: translated to english. The customer stated: "the samples are coagulating. Seven recollects with this tube, followed the collection and homogenization and actually coagulates."